Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was not responding to a donut magnet application and that application of the magnet caused the patient's rate to decrease. It was also reported that the initial implant procedure of the system was difficult, and the right ventricular lead threshold increased to a high value soon after implant. The device output was programmed higher to accommodate the increased lead threshold. It was further reported that the device had less than 1-5 months battery longevity remaining so the physician elected to replace it, citing possible early battery depletion. The lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was not responding to a donut magnet application and that application of the magnet caused the patient's rate to decrease. The device is still in use. No patient complications have been reported as a result of this event.